Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated from dutch to english: "a customer reports that there is a white particle floating in the liquid pathway. This was discovered after filling, but just before use. Syringe is not used on patient." Additional information received on 11/23/2023: where exactly in the syringe was the particle observed? At the pestle/rubber, so it was clearly visible against the black of the plastic. Was it a loose particle or could it have been that it was embedded in the plastic? The white particle was stuck to the inside of the syringe/black rubber of the pestle. It looked like the transitional plane. It was spherical.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr 9260264 - follow up MDR for device evaluation. It was reported there is a white particle floating in the liquid pathway. To aid in the investigation, one sample and two photos of a 1ml luer lok syringe were received for evaluation by our quality team. The sample was received loose with an unknown unattached white cap. The plunger had been removed from the barrel and decontaminated. The reported defect was not observed in the sample received. In the photos provided, both images are taken from two different angles of a loose syringe with white cap. There is an unknown white particle on the end of the rubber stopper within the fluid pathway. The size of the particulate could not be determined from the photos. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309648, lot 1331232. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 1331232 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information